Event description:
Additional information received reported that the patient was last seen by a manufacture representative on (B)(6) 2012 for a reprogramming session. The voltage was increased and therapy was reportedly "working well." The patient's tremors reportedly decreased and he did not have problems with the shocking or jolting sensation. It was noted that the patient had been reprogrammed 4 other times where the manufacture representative's analysis of the device found there was nothing wrong since the original call on (B)(6) 2012. It was further noted that the patient had some mental health issues for which he had been hospitalized and the manufacture representative stated that she believed the shocking and jolting were cause by the patient's "altered mental state" rather than the device. It was further reported that as of (B)(6) 2012 the patient was receiving effective therapy and had no other issues.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. A shocking or jolting sensation in the arm and chest area was also reported. Troubleshooting was performed. Impedances on contact 2 were low, but within normal limits. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-04136 regarding the patient's concomitant neurostimulator.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v041062, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v011992, implanted: (B)(6) 2006, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type ins. (B)(4).